Event description:
Reporting status: serious injury-surgical intervention. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated 1st diagonal vessel with a xience v stent and the pre-dilated mid left anterior descending (lad) artery with another xience v stent. On (B) (6) 2009, the pt underwent revascularization to the 1st diagonal and the lad for restenosis via implantation of two non-abbott stents. On (B) (6) 2010, the pt experienced dyspnea on exertion and was admitted to the hosp. Diagnostic coronary angiogram revealed severe in-stent restenosis within the stents within the 1st diagonal and the mid lad. On (B) (6) 2010, the stenosis was treated via implantation of two non-abbott stents in the ostium of the diagonal branch and in the mid lad. On (B) (6) 2010, the pt experienced chest pain and was admitted to an outside hosp. The pt was diagnosed with an acute myocardial infarction. An angiogram revealed severe in-stent restenosis within the stents implanted in 1st diagonal and the mid lad. This was treated via balloon angioplasty. On (B) (6) 2010, the pt underwent coronary artery bypass grafting to the 1st diagonal and the lad. The pt was discharged on (B) (6) 2010. There is no add'l event or pt info available.

Manufacturer narrative:
(B) (4). (B) (4). The second xience v rx 2.5 x 23 mm (part # 1009539-23/lot# 8051361) mentioned is being filed under the same MFR number. Evaluation summary: there was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Additionally, angina, dyspnea, myocardial infarction, restenosis, surgical procedure, and hospitalization are listed in the risk assessment matrix as no-fault complications. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. Since it was reported that competitor's drug eluting stents were implanted during later procedures, it should be noted that the xience v IFU states that: effects of multiple stenting using xience v stents combined with other drug-eluting stents are also unk. When multiple drug-eluting stents are required, use only xience v stents in order to avoid potential interactions with other drug-eluting or coated stents.